Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the cartridge fell out of the instrument. The surgeon applied device without pt injury.